Manufacturer narrative:
The product was not returned. Evaluation of provided photos: there is a fine punctate pattern beneath the optic surface. The image is consistent with glistenings. However, it is difficult to determine which iol was implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The clinical impact of the described photo observations cannot be determined from a picture assessment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery in the right eye, a lens presented with glistenings. The patient had the initial surgery in 2010. The patient is complaining that the glistening is interfering with her vision. This is one of two reports for this patient. Additional information has been requested.